Manufacturer narrative:
The prograsp forceps instrument underwent external and internal visual inspection, no issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. No recognition issues were detected during the failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the prograsp forceps had black smoke /particles come out when the instrument is flushed through at the sterilization center. They flush the instrument through several times and the same thing happens every time. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: they mentioned particles were black smoke particles. There were no signs of arcing on the tip cover. There was no material missing or detached.